Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that one day post implant this lead dislodged. The sensing had gone down, and the thresholds increased. A lead repositioning was done and the lead remains implanted. To date, there have been no additional adverse pt effects reported. At this time the product remains in service. If additional info becomes available, this report will be updated as necessary.